Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the needle of the freestyle libre sensor applicator was loose and was therefore unable to apply the sensor to monitor glucose. The customer was unable to self-treat and had contact with a healthcare provider who administered insulin and glucose for diagnosis of hypoglycemia. Please note that the treatment of insulin is inconsistent with the diagnosis rendered. There was no report of death or permanent injury associated with this event.